Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. The product was evaluated. An external visual inspection was performed and failed due to lcd damage. Pictures were taken. A receiver charge test was not performed due to lcd damage. A receiver boot test was performed and failed due to lcd damage. Functional tests were not performed due to system check error while performing tests. An internal visual inspection was performed and passed. The receiver log was downloaded and reviewed finding error related to the complaint. The probable cause could not be determined. No injury or medical intervention was reported.